Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: on (B)(6) 2011, between breakfast and lunch, the patient obtained a 171 mg/dl on their meter, and did not exhibit any symptoms. The patient then took 2 units of humalog insulin after obtaining the 171 mg/dl. At an unspecified time later, the patient fell unconscious and does not recall how soon after she regained consciousness. The patient received glucose solution from her home health nurse and her home health nurse tested her blood glucose and obtained a 350 mg/dl on the patient's lfs meter. The patient tested on her accucheck meter at an unspecified time later; however, does not recall the reading. A normal reading for the patient is around 150 mg/dl. The patient thinks that the day before her readings were between 150 mg/dl-160 mg/dl. The patient did not seek any further medical attention and her diabetes regimen was not changed due to the alleged issue. While troubleshooting over the phone, a quality control test was done and the test strips failed using the control solution. The products were replaced. At this time, the complaint is being reported since the patient alleged that due to the alleged high reading, she had taken 2 units of humalog and at an unspecified time later fell unconscious and had to be treated with glucose solution by her home health nurse.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.